Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the physician was administering an adenosine (90mg/ 90ml ns) infusion at 140mcg/kg/min (over about 3 minutes) to induce hyperemia and measure fractional flow reserve to estimate the severity of an lad (left anterior descending) stenosis during a cardiac catheterization. It was reported that the ECG electrodes were new and there was adequate grounding on the ECG cable. The pump module was at least 6 feet from the patient when it produced interference with the patient¿s ECG tracing and disrupted the fractional flow reserve calculation. The physicians repeated the measurement, which required additional adenosine. Because of the reading of measurement, the physicians were reluctant to base their decision on the results. The patient then underwent intravascular ultrasound to determine the measurement of the severity of the lad stenosis.

Manufacturer narrative:
The customer¿s report that the pump module produced interference with the patient¿s ECG tracing could not be confirmed. The received infusion system was found to be operating properly and was assembled correctly. The inspection process did not find any issues or anomalies with the source pump module or concomitant pcu that could be considered as a contributing factor to the occurrence of artifacts within ECG readings. The pcu event log recorded that on (B)(6) 2017 at 8:33am a basic infusion was performed at the rate of 600ml/hr for an approximate duration of 1.9 minutes, delivering 19ml. The user powered off the system then powered it on again approximately a minute later, restored the infusion parameters, and restarted the infusion. The infusion continued for an approximate duration of 3.7 minutes, delivering another 37ml. The user powered off the system. The user powered on the system at 9:12am and reprogrammed a basic infusion and started it with the rate at 150ml/hr. Within a few seconds the user increased the rate to 605ml/hr and approximately ten seconds later turned off the pump module, shutting down the system. The total volume recorded infused was 58.1ml. Preventative maintenance testing was performed on the pump module and pcu. The pcu passed all testing. The pump module failed the patient side occlusion pressure test but passed all other required tests. Resetting the pressure calibration values to the default settings corrected the patient side occlusion pressure failure. This failure is considered an incidental finding that had no impact to the reported ECG artifact issue. The root cause of the customer¿s report was not determined. It is not believed to be associated with a device malfunction.

Event description:
It was reported that there were 3 other modules attached however the modules were not in use at the time of the event.